Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2018 and suture was used. During the procedure, the suture snapped in between. It was not used for the procedure. They used another suture to complete the closure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification.